Event description:
The device was used during a lap cholecystectomy procedure. The first clip did not from the loop and it never closed. It was to be fired over the common duct. They used another device to proceed. The case was completed with no pt consequences.